Event description:
A customer reported experiencing a cartridge alarm during the pump's loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed consecutive cartridge alarms and arranged to replace the pump. Customer will use a backup pump.